Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicated. The technical support specialist (tss) dialed into server and verified that the extract transform load (etl) process was running normally every 5 minutes and that all scheduled reports in patient encounter system (pes) showed a success status. The job scheduler services were restarted, and the customer was informed that tss had taken ownership of the case and found no errors at that time. Further investigation showed that 174 scheduled report jobs were stuck in the printer queue for hphappick1, even though manual printing worked. The customer was advised to restart the printer, and tss proceeded to stop key services, reboot the server, and restart all related services including the job scheduler. After reboot, extract transform load (etl) was functioning correctly and the server was communicating normally per the server downtime query. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower the user stated that all scheduled reports and stock out reports had stopped printing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.